Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The flow sensor diaphragms were noted to be stuck to the top of the flow sensor housing. The flow sensors were replaced, resolving the reported complaint. Patient information could not be provided due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, at start of case, difficulty in mechanical ventilation was noted. The clinician reportedly switched to manual mode to maintain ventilation. The patient reportedly experienced transient desaturation, however, there was no reported patient injury.